Event description:
Drug/diluent, fill volume, flow rate, procedure, cathplace: unknown, anp. It was reported by our distributor that a pump flowed faster than expected. It was expected that the pump would have completed the infusion in 18 hours but was nearly empty in 11 hours. Incident as reported by the customer: "we found that an easypump infusion pump batch (B)(4) which should have ended the debit at 18h 6pm /11h(11am) the same day was nearly empty (approx 1ml). No sample will be returned." Event date has not been provided. Additional information has been requested from the distributor, to collect pending data on (B)(4) 2014.

Manufacturer narrative:
The device is not available for return; therefore, no testing methods can be performed. A review of the device history records (DHR) was performed for the lot number reported. Results cannot be obtained as an evaluation was not performed. Per the DHR review for the lot number provided there were no reworks, special conditions, or related nonconformity reports (ncrs) for this manufactured lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. If additional information pertinent to this event becomes available, I-flow will submit a follow-up report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.